Event description:
It has been reported to philips that system will not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips service engineer inspected the system onsite and confirmed the reported problem. It was found that the power input indicator led for phase 2 was off. It was found that a fuse tripped causing that one phase of the three phase power supply was missing. The fuse was replaced and the system was returned to use in good working order.